Manufacturer narrative:
(B)(4). Additional narrative: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: visual examination of the sample confirmed a ruptured reservoir. No other observation was noted on the sample. A tier ii corrective and preventive action (CAPA), im-CAPA-(B)(4) was opened to investigate the root causes that led to this failure mode . Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
Baxter (B)(4) received a report that one ce infusor two day 2ml/hr device ruptured during the patient use at the patient home (at the hospital). The device was filled with 72ml of 5-fu and 20ml normal saline. There was no patient injury or medical intervention. No additional information is available.